Event description:
It was reported difficult deflation was encountered after the first or second inflation during an aortic stent dilatation procedure. The balloon was overinflated to intentionally rupture and was removed without incident. Stent dilatation was successfully achieved and no pt complications resulted from this event. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up revealed this device was used in a non-indicated procedure aortic stent dilatation and a pressure gauge was not used to determine the adequate dilating force within the balloon. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "medi-tech occlusion balloon catheters are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhages, chemotherapeutic drug infusion and renal opacification procedures. Any use for procedures other than those indicated in the instructions is not recommended... When the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature... Note: the larger the syringe diameter, the greater the suction that is applied... If resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damge to the guidewire, catheter or vessel."